Manufacturer narrative:
Additional information: (B)(6) cac bilateral treatment olopatadine 1w; (B)(6) postoperative 1w outpatient clinic confirmed induration; (B)(6) confirmed lumps on the left (near the knee, lower leg) and right (near the knee); (B)(6) olopatadine; (B)(6) started a gradual reduction of predonine 30mg/day by 2w; (B)(6) oral administration of antibiotics; (B)(6) olopatadine, draining pus from the affected area; (B)(6) predonine 20 mg/day at 2w to 2.5 mg/day tapering dose; (B)(6) continued predonine 2.5 mg, olopatadine/day itching all over the body. The patient had an interviewed with the physician. The plan was to remove the vein itself with glue due to the symptoms of (B)(6), however, with the advice of kol and the patient's wish, the plan was switched to continue with 2.5 mg of predonine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient continues to visit the clinic every two weeks and take oral steroids. Although the swelling has subsided, granulation tissue is still present. The steroid dosage is reduced (5mg) when the redness subsides, and increased (20mg) when the redness worsens. In accordance with the patient's wishes, we plan to suppress the symptoms with medication for about a year without removing the steroid. Physician recommended a dlst test, which was negative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a patient's great saphenous vein (gsv). There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Compression was applied during treatment. It was reported 3 months after cac surgery, exudate appeared at the site in the lower leg where the glue was injected and there was a lump and discomfort sensation. The part where a lot of glue was added to put it in the branch partially destroyed the skin and led to infection of the surface layer, additionally due to an induration of an allergic/hypersensitivity reaction. The patient also developed granuloma on the treated leg. The redness and swelling improved with oral steroids, so the patient is currently under follow-up with oral antibiotics. The physician believes that surgical blood vessel removal is unnecessary at this time. The issue is still present but resolving and the patient is still under follow up.

Manufacturer narrative:
B3 date of event: month are year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.